Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called due to "blood detected alarm on the unit. Customer states that it has happened several times, and they were able to reboot and resume without the message. Customer states there are no visible signs of blood or condensate in the helium tubing or drain port tubing. There was no patient harm reported.

Manufacturer narrative:
Corrected data: d4 s/n revert to blank.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
N/a.